Event description:
Study no: (B)(6), subject ID: (B)(6). Clinical adverse event received for increased lumbar radicular pain device and procedure (relatedness), device related: not related, procedure related: possible, date of event: 23 jan 2024, date of implant: (B)(6) 2022, date of revision: no intervention provided, device location: l3-l4:yes and l4-l5:yes. Treatment/impact: injected medication: yes, specify: epidural steroid injections to l1-2, oral/topical medication: yes, specify: cyclobenzaprine and gabapentin. Depuy synthes products used: cage product code: tui31032, fibergraft product used: no information provided, pedicle screws and rods: expedium(tm) 5.5 spine system pedicle screws and rods, other specify: blank plate used: no information provided, level: l4-l5. Cage product code: tui31132 fibergraft product used: no information provided. Pedicle screws and rods: expedium(tm) 5.5 spine system pedicle screws and rods, other specify: blank plate used: no information provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: a1: patient identifier: (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.